Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s unspecified symptoms of a transient ischemic attack. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the event. Based on the available information, it is unknown what exactly led to the transient ischemic attack during a pd treatment. However, the patient is elderly with a past medical history of atrial fibrillation which are risk factors for transient ischemic attack. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with cancelling treatment. During the call, the contact stated that they were taken to the emergency room. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient was experiencing unknown symptoms of a stroke and was admitted to the hospital to rule out stroke on (B)(6) 2020. Reportedly, the patient remains hospitalized and no further information about the hospitalization is known. The pdrn states stroke is not confirmed. Further follow up, the pdrn confirmed the patient had a transient ischemic attack (tia) of the brain. The exact cause is unknown. However, the patient is elderly and has pre-existing atrial fibrillation that may have been associated with the event, per the nurse. The pdrn adamantly stated the tia was not related to use of the cycler or any other fresenius product. The patient was admitted the hospital to rule out stroke but was released the same day <24 hours (on (B)(6) 2020). The patient was not having any product related issues prior to the event. The nurse does not have any additional information to provide but stated the patient continues pd treatment with the same cycler without any issues or adverse events.